Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2012. According to the complainant, post-procedure, the patient experienced pain and disability. All other information is unknown and unavailable.